Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the ¿slider broke", did the firing knob break off of the device? If yes, did any piece or pieces of the firing knob fall into the patient? If yes, were they removed? Will they be returning with the devices for analysis? Or were they disposed of? It was reported there was a delay in the procedure. How long was the procedure prolonged (minutes, hours)? Was there any patient consequence as a result of the procedure being prolonged? Did the device deliver a cut line? How was the device removed from the patient¿s tissue? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device did not staple. The slider broke, so the device was blocked on the patient¿s tissue. Delay of the procedure. Use of another device to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # t5ag41. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. The reload was returned fully fired. In addition, a reload sr75 was received with proximal 37 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.